Event description:
The caller reported they could not deflate the cuff when they tried to extract the air out of 15cc port. This was connected to the 100cc latex cuff. They tried to inflate the 100cc cuff through the 100cc port 1 but was connected to the 15cc cuff. Caller states that they had put a total of approximately 60cc into the 15cc cuff and that they had possibly collapsed the trachea and were not able to get any air to pass. They extracted the tube without cutting lines. They bagged the pt through an oral airway. The pt was in poor health and expired. The caller reported the device was built wrong.

Manufacturer narrative:
The tube was returned to the MFR for failure investigation. The tube was rec'd on 07/21/08 and the MFR's investigators examining the tube found the blue and white inflation pilots were reversed. The blue pilot was connected to the smaller white pvc cuff and the white pilot was connected to the larger latex cuff. This was confirmed by connecting a syringe to the blue pilot and inflating with approximately 15ml (the normal volume of air for the white cuff), which resulted in inflation of white cuff. This inflation revealed a herination or distortion on one side of the white cuff that would be consistent with over-inflation of the cuff. A DHR review performed on this lot found six (6) pieces that were noted to have been reworked for issues associate with the pilot/valve/tail (pvt), however, there was no non-conformances noted related to this complaint. After reviewing the complaint history since 2004, it was confirmed that there have been no similar complaints reported. Im 2008, the caller further reported that his assistant had pretested the device prior to using on the pt and sensed that something was "not right". That she was to test the cuffs to make sure they inflate, and not to confirm that the cuffs inflated to their total volume. She inflated the cuff that was connected to the blue connector and used the large syringe and noticed that it would not take the entire volume and that she could not deflate the cuff fully. After quickly checking that the other cuff inflated, she handed the tube to caller. The IFU packaged with this device indicates "prior to insertion, test cuff integrity by inflating each cuff with the prescribed volume of air. Inflate the proximal pharyngeal cuff (blue pilot balloon) with 100ml of air for the 41 french combitube or 85ml of air for the 37 french combitube. Inflate the distal white esophageal cuff (white pilot balloon) with 15ml of air for the 41 french combitube or 12ml of air for the 37 french combitube." Conclusion: this complaint has been confirmed and a manufacturing corrective and preventative action has been assigned to investigate this complaint further. Based on the complaint history and incident rate, there is no indication that a defective lot is involved or that this event represents an emerging trend. This complaint will be considered an isolated incident at this time.